Manufacturer narrative:
The actual device was not available; however, two (2) photographs of the sample were provided for evaluation. Visual inspection revealed that the patient line was cut below the patient line clamp. The amia patient line luer appears to be connected properly to the female connector of the transfer set. The reported condition could not be verified through evaluation of the photograph. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was unable to disconnect from the patient line of a homechoice cassette, which was not "unscrewed". This was observed during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.